Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the back, pump clip, visit to emergency room and was hospitalized for high bgs and dka found on nov 12, 2021. Also, on (B)(4), svn#: 000313959140 - customer returned pump for an alleged pump error 41 alarm found on feb 18, 2022. Unable to verify cosmetic damage on the pump clip due to pump was received without the original pump clip attached. Pump was received with a broken belt clip rails. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected pump error 41 alarm noted during the testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Pump error 41 alarm and pump error 43 alarm were recorded and found in the formatted history file on: 02/18/2022 19:10:00.000 no pump error 37, 38, 39, 42, 79, 80, 82 and 130 alarm on the formatted history file noted. Pump error 41 alarm and pump error 43 alarm, problem isolated on the pcba1/pcba2. Force sensor zero offset within specification (25.5 mv). The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify cosmetic damage on the pump clip due to pump was received without the original pump clip attached. Cosmetic damage was confirmed at the back of the pump. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. However, pump error 41 alarm and pump error 43 alarm were confirmed, problem isolated on the pcba1/pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 800 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin drip. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.